Manufacturer narrative:
The device was rec'd at the depuy mitek service center for evaluation. Failure analysis revealed the device had a number of part failures; the jaws were bent, the shaft was worn and the actuator was bent. The device and its components were repaired or replaced returning the device its full functional condition. The root cause is attributed to user technique and no further action is warranted at this time.

Event description:
A depuy mitek sales rep is reporting that the needle would not pass and kept jamming during an arthroscopic procedure. The surgeon switched to a full open procedure. The case was completed successfully with no adverse effects to pt.